Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized earlier in the year for low blood glucose. The customer's blood glucose reading was unknown at the time of incident, although customer indicated that there were severe lows which led to a seizure and hospitalization. Troubleshooting found that the customer had a heart attack at the same time and wanted to document this incident only. Customer declined any further assistance.